Event description:
As reported by the user facility translation of customer letter: over infusion. The display of the device showed following information: remaining volume 230 ml/h, delivery rate 21,3 ml, already infused volume 270 ml/h, total volume 500 ml/h over infusion. According to the information of the customer, it is assumed a handling error caused this effect.

Manufacturer narrative:
(B)(4). B. Braun (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This reported has been identified as b. Braun (B)(4). A follow-up report will be provided after the inspection results are available.